Manufacturer narrative:
Additional information has been provided in sections h.6 and h.10. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before the surgery the auto gas fill (agf) would not purge and fill on the console. There was no patient involvement. The procedure was able to be initiated and completed with no patient harm. Additional information has been requested but none has been received.